Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power on using slide clamp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported will not power on from key way which were reproduced during evaluation and found to be caused by an upper ;latch switch. Upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.